Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# s0911, with expiration date 04/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Right knee effusion [joint effusion]. Case description: spontaneous report received on 04-feb-2010, from healthcare provider regarding a (B)(6) male pt, with a history of osteoarthritis, initials (B)(6), who experienced right knee effusion after receiving synvisc. The pt received injections of synvisc into both knees on (B)(6) 2009. The pt reported that he had a right knee effusion after receiving synvisc and was treated with a medrol dosepak. The hcp reported that the relationship of the pt's event with synvisc was definite. At the time of this report, the outcome of the pt was unk. The lot number was reported to be s0911 with an expiration date of april 2012. Additional info was received on 11-feb-2010, in the form of qa results. The production and quality control documentation for lot # s0911, with expiration date 04/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comments: the benefit-risk relationship of synvisc is not affected by this report.